Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that surgical intervention took place on (B)(6) 2020, wherein the patient had their ipg explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s controller displayed the ¿replace generator¿ message. An abbott rep met with the patient and confirmed the device has reached end of life. As a result, surgical intervention may take place to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.